Event description:
Physician observed a cloudy optic in an implanted lens at 1 day postop. Lens remains implanted.

Event description:
Lens removed and replaced due to the physician's observations of a cloudy optic.